Manufacturer narrative:
(B)(4)

Event description:
It was reported that a remote transmission alert via merlin.net was sent for atrial tachycardia and atrial fibrillation burden exceeded and diagnostic data does not match this alert. Device is programmed to trigger for certain time of alerts however minimal time was stored. It was suspected device alert was falsely displayed for at/af burden. No further information available.